Manufacturer narrative:
Blank display due to faulty component on the mother board. Unable to confirm button keypad/button error alarm anomaly, audio/beep anomaly, flashing anomaly, watchdog timeout alarm anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No damage found on keypad assembly noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was flashing on and off then would shut off. Customer also reported to have received a button error alarm and a watchdog time out alarm. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.